Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head cable is damaged (frayed) at connector and the rf head is out of specification on uplink functional tests. Analysis also found the lens is cracked in upper case.

Event description:
It was reported the rf (radio frequency) header is fray by cable. The rf head cable was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 229047 analyzer. (B)(4).